Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the ventricular impedance was out of range (> 3000 ohm). Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Update 13-feb-2026: a revision was done on (B)(6) 2026 to check the connection. Since the revision the impedance is normal and stable. Lead remains implanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data showed that the pacing impedance was >3000 ohms between march and december 2025. The values from january 2026 were around 700 ohms. Based on the available information a connection issue seems likely as the root cause for the electrical peculiarities. Should additional information or the device itself become available for analysis, the investigation will be updated.